Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4, g3, g6, h2, h4, h6 (type of investigation). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry that a model 3300tfx 19mm aortic valve was explanted and replaced with a 3300tfx 21mm valve after an implant duration of 9 years, 6 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: (component code, clinical code, device code, type of investigation). Product evaluation: report of stenosis was unable to be confirmed as received condition. Moderate host tissue overgrowth encroached onto the tissue and into the orifice.

Event description:
It was learned from the implant patient registry and via further investigation that a model 3300tfx 19mm aortic valve was explanted and replaced with a 3300tfx 21mm valve after an implant duration of 9 years, 6 months due to moderate host tissue overgrowth (pannus) and to repair ascending aorta pseudoaneurysm. The patient presented with dizziness. Reportedly, the patient was stable at the end of the procedure.

Manufacturer narrative:
Engineering evaluation summary: per drm doc-0105049, rev d, pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. Per doc-0101337, rev l, section 6.3.7, devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The most likely cause is patient factors. Per doc-0101337, rev l, section 6.3, reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. The most likely cause is patient factors. All pertinent information available to edwards lifesciences has been submitted.